Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin #: (B)(4). Upn #: (B)(4). Batch/lot #: 690825017. Mfg date: 01/19/2011. Exp date: 01/05/2013.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis replaced on (B)(6) 2018 because the "patient recently unable to pump cylinders to complete fullness. "Dr. Removed cylinders and pump but left the reservoir behind. Replaced all 3 components". "Explant will not be returned to ams due to hospital policy". No patient complications were reported in relation with this event.